Event description:
It was reported the device experienced premature battery depletion. The device reached elective replacement indicator (eri) in less than 5 years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 694965, lead, (B)(6) 2006; 419388, lead, (B)(6) 2006. (B)(4).